Event description:
Complainant alleged that a wire became dislodged from the electrode pad. Complainant did not indicated that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.